Manufacturer narrative:
Vyaire file identification: (B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire that the vela had a bad turbine transducer on the main board. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.